Manufacturer narrative:
(B)(4).

Event description:
The customer complained of quality control (qc) issues with multiple assays and questionable patient results that have been occurring since (B)(6) 2017 on a cobas 6000 c (501) module. The customer provided data for 2 patient samples tested for ise indirect na, k, ci for gen.2. Based on the data provided, the k and cl results for 1 patient were erroneous and not detectable to the user. The erroneous results were not reported outside of the laboratory. The initial k result from the c501 module in question was 4.8 mmol/l. The sample was repeated on a different c501 module and the result was 3.6 mmol/l. The initial cl result from the c501 module in question was 87 mmol/l. The sample was repeated on the other c501 module and the result was 99 mmol/l. Only the results from the other c501 module were reported outside of the laboratory. No other patient results were affected. No adverse event occurred. The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and found worn reagent probes and the rinse station external dispense was low. The fse replaced the reagent probes and adjusted the external rinse station dispense level. A 21 cup precision test was run and most of the results were acceptable. The results for 2 assays were slightly high and an issue with the spline slider was identified. The fse returned to the customer site to replace the spline slider. Vacuum bottles and valves were flushed. The fse ran another 21 cup precision test after replacing the spine slider and now all results for all assays were within the acceptable range. The customer ran qc with no issues. The customer ran the instrument overnight and no additional problems occurred. The root cause of the issue was that the reaction cells were not being cleaned sufficiently. Complaints regarding discrepant results with the specific part number involved were reviewed and showed no abnormal trend. There have been no similar events at this on any like instrument in the past 12 months.